Manufacturer narrative:
1. No nonconformance was found and recorded in the document ((B)(6)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)) and strips (lot#: d250721a-4). 2. The meter was shipped to pdc on (B)(6) 2025, and strips with 2-year shelf life were manufactured on 2025-07-21. Because the suspected items was not returned to okb, the retained meter (serial#: (B)(6)) was used to re-examine its setting and all functions, and no malfunction occurred. Also, retained strips that were the same batch as suspected ones were obtained from okb's warehouse, and they were used to re-test by the retained meter and any valid control solutions (batch# of level low: 4ah1a07 and exp. By 2026-10-31; batch# of level high: 4ah3a23 and exp. By 2026-07-21). Gcs test results (level low: 45/47; level high: 293/310) met the acceptance criteria (level low: 28~68; level high: 223~323). 3. The root cause of the complaint was unable to be verified without the suspected items and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2026 around 4:45 pm at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a reading of 504 mg/dl. Caller stated that paramedics were called due to the end-user not being comfortable with the reading. A normal reading for that time of day is usually around 100-200 mg/dl. Caller stated that prior to taking his blood glucose the end-user took the following medications: diazole eye drops, glucosamine, metformin, refresh eye drops. Caller stated that the paramedics were called about 10 minutes after testing. Caller stated that there were no food medication or drinks consumed while waiting for the paramedics to arrive. Paramedics arrived 30 minutes after testing with the prodigy meter. Paramedics tested the end-users blood glucose with their meter and received a reading of 182 mg/dl. Caller stated that the end-users vitals were checked and no further treatment was received by paramedics. No additional information was provided.